Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was contacted through an outreach program to discuss issues she was having with her reservoir. Customer stated about two to three weeks after starting her new insulin pump, she received no delivery alerts. She never received those on her old insulin pump. This occurred around june or july. She does not remember her blood glucose at that time. Customer took the reservoir out and primed the insulin pump twice, resolving the issue. Customer also reported sometimes the reservoir spins around inside the transfer guard while drawing insulin, causing air bubbles. This last happened on (B)(6) 2014. Customer's most recent blood glucose was 165 mg/dl. Nothing further reported.